Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Event description:
It was reported that during an attempt for the clinic to schedule a patient follow up, it was reported by a family member that the patient was deceased with an unknown cause of death. It was reported that the patient died during the sleep without symptoms and there was no autopsy nor death certificate available. The patient was a participant in the (B)(6) study. The adverse event advisory committee (aeac) adjudicated this event as unknown device related and lead related.